Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkm585 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pancreatoduodenectomy on (B)(6) 2019 and suture was used. The needle-suture was used for pancreaticojejunostomy by interrupted suturing, but the suture was broken while tying a knot. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported breakage suture. One opened box with unopened samples was received for analysis. The complaint sample was not returned for evaluation. The product code is double armed. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or breakage suture were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-87191. Analysis results have been included in follow-up reports for each.